Event description:
During an endoscopic hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. When the physician attempted to use the device, it would not spray. Both catheters that came with the device were used and the ending result was the same; neither would spray. The procedure was completed with another hemospray. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Occupation: non-healthcare professional. Information regarding PMA/510k: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. However, all the components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch mostly in the "on" position. The red activation knob was engaged in the handle for activation of the carbon dioxide cartridge with a slight gap. There is powder residue on the device particularly noticeable on the on/off switch, button, inside of the catheter connection, and catheter due to the red color of the components and white color of the powder. When tested as returned, the device did not spray. The red activation handle was removed, no carbon dioxide remained in the cartridge. The lance position was measured using a tool and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the carbon dioxide cartridge and regulator (lance and o-ring) indicate the device is of the post-CAPA design. When retested with a new carbon dioxide cartridge, the activation knob broke and the regulator components came out of the regulator. The device was disassembled and the tubes were disconnected for removal of the powder. Clumps of powder was observed in the tube between the powder chamber and on/off valve. Powder was observed in the tubes between the powder chamber, low pressure valve, and regulator. Powder was also observed in the regulator and activation knob. Powder inside the tube leading from the powder chamber to the small gray low pressure valve can occur if there is a back flow of pressure. Back flow can occur from an internal or clogged catheter, or if the carbon dioxide cartridge runs out of gas. A visual of the cannula and hole in the bottom of the powder chamber showed it to be blocked with powder. The powder was removed and small clumps of powder were observed. The low pressure valve was disassembled. Powder was found inside the low pressure valve including a ring of clumped powder. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. Furthermore, we could not conduct a complete investigation because the catheters were not provided with the return. This limits our ability to conclusively determine a cause. Catheter occlusion can be a cause of this device having an internal clog and not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use (IFU) state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion... Precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Information regarding suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Continued from occupation: non-healthcare professional. (B)(4). Investigation evaluation: the investigation of the returned product is on-going. Once the investigation has been completed, a follow-up emdr report will be submitted.

Event description:
During an endoscopic hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. When the physician attempted to use the device, it would not spray. Both catheters that came with the device were used and the ending result was the same; neither would spray. The procedure was completed with another hemospray. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.